Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the lcb (light carrying bundle) fluid damage, the segment compressed short in length, the lg connector corroded, the bending rubber missing, the operation channel primary dirty, the water jet tube dirty, the insertion flexible tube dirty, the distal body dirty, the junction case loose, the lg prong top loose, the u/d pulley wire worn out, the r/l pulley wire worn out, and the angle wire hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.